Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The patient remains ongoing with the device. However, the exchanged system controller is expected to be returned for evaluation, but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a pump stoppage occurred. The patient was asymptomatic. The system controller was exchanged and no further issues have been reported. An evaluation of the external driveline is planned for an unspecified later date. No additional information was provided.

Manufacturer narrative:
Device evaluation: review of the log file downloaded from the returned system controller confirmed the reported low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The data captured in the log file appeared consistent with potential driveline wire damage; however, the suspected driveline wire damage could not be confirmed as the device was not returned for evaluation. The log file downloaded from the returned system controller captured multiple yellow wrench/driveline fault alarms. In addition, two transient low speed advisory alarms associated with speed reductions down to 6200 rpm were recorded on while the system was connected to battery power. A low speed/pump stoppage event was subsequently captured while the system was connected to the power module, resulting in low speed advisory/hazard alarms and low flow hazard alarms. Based on previous complaint experience and the patient¿s history of prior low/speed pump stoppage events while connected to the power module (refer to medwatch MFR report # 2916596-2016-01885), the captured driveline fault, low speed, and pump stoppage events appeared consistent with potential driveline wire damage. The driveline wire electrical continuity data recorded in the log file downloaded from the returned system controller as well as the log files previously submitted under medwatch MFR report # 2916596-2016-01885 showed that the values of the same motor phase (phase 2) were elevated compared to the other two phases on multiple different system controllers, suggesting a potential wire conductor breakdown issue with the black wire of the driveline. Moreover, the abnormal pump operation recorded in the log file downloaded from the returned system controller occurred while the patient was operating on both the power module and on battery power, suggesting damage to at least two wires from different phases of the three-phase motor or intermittent discontinuities in both redundant wires comprising one motor phase. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2018. Prior to the exchange, the pump had stopped for 5 minutes and then re-started. No further information was provided.